Event description:
The user facility reported that the device was in use with a pt when the loss of resistance syringe was reported to stick. The pt was reported to have sustained a post dura puncture headache and a blood patch was performed. No permanent adverse effects to the pt were reported.

Manufacturer narrative:
MFR completed the entire form. Device evaluation: customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.